Event description:
The manufacturer received information alleging patient is uncomfortable with the current setting on the device. There was no harm or injury reported. Per pms response this would not be considered serious injury. The patient was receiving therapy when hospitalized. The reporter noted the patient being uncomfortable and was inquiring about how the auto rate works on this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.